Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2014 the device was explanted.

Manufacturer narrative:
This report is filed february 6th, 2015.

Manufacturer narrative:
(B)(4).